Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the issue could not be determined on the information obtained from this complaint and investigation. However, we suspect that the tissue pad wear occurred because the device was dispensed with the gripper closed (including after the tissue had been cut) without gripping the tissue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the tissue pad on the sonicbeat device was worn out. No patients were involved.